Event description:
It was reported by the customer that the PICC catheter leaked liquid, leading to failure of the puncture. The catheter was then removed and a new kit of catheter was opened. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The catheter tubing was flushed with a 12 ml syringe of water and a spraying leak was observed in the catheter tubing just proximal to the valve. A microscopic observation revealed a small diagonal split in the catheter tubing at the leak site. Many surface abrasions and small grooves were observed in the catheter surface leading into the observed split. The split was observed to be tapered radially with the longer side of the split being on the outer wall of the tubing, which suggests the source of the damage originated from outside the catheter. The fracture surfaces of the split were observed to be mostly smooth with slight striations aligned in the radial direction, suggesting the catheter may have been punctured. The observed characteristics of the split found in the returned catheter indicate the catheter was most likely damaged due to contact with a metallic tool or a hard surface during use. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of refz3490 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer that the PICC catheter leaked liquid, leading to failure of the puncture. The catheter was then removed and a new kit of catheter was opened. No other information was provided.